Event description:
It was reported that a spectrum iq pump had an issue of constant upstream occlusion during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, constant upstream occlusion was reproduced when attempting to run an infusion. A review of event history log revealed multiple occurrences of upstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.